Manufacturer narrative:
Concomitant medical products: en1dr01 ipg, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced syncope. The right atrial (ra) lead exhibited undersensing leading to false termination of some atrial tachycardia/atrial fibrillation (at/af) episodes. The ra lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.